Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that initially the programmer booted up with no system error, however, after running a program, the reported error comes up. Analysis also found that the programmer had a loose electrocardiogram (ECG) connector. (B)(4): analysis found that the rf head had no telemetry when trying to interrogate a device, this was due to an out of specification cable. It was also noted that the rubber backing on the rf head label was missing.

Event description:
It was reported that an error occurred while installing software. After running the service disk, the programmer went to an error screen. Two attempts were made to run a service disk, but with the same results. The programmer and radiofrequency (rf) head were returned to the manufacturer, analyzed, and tested out of specification. There was no patient involvement.